Event description:
The device in use was a kinair specialty bed. A staff member entered the patient's room as the patient was about to slide from the kinair bed onto the floor. The patient was laying on their right side and had their legs over the side of the bed. The two upper side rails were up. The staff member assisted the patient to the floor and then lifted the patient back onto the bed. The patient received a minor abrasion which was dressed. As part of the recurrence prevention discussion, staff indicated that the mattress of the kinair bed is very slippery. The plan was to place the patient in close observation to keep them centered in the bed. Staff requested that the company be notified in regards to the slippery and unsafe mattress surface.